Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective esm board. Correction: replaced the defective component.

Event description:
The following was reported to hamilton medical ag: summary: blank display due to defective esm board.